Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the foreign material was most likely simethicone. The cause of the foreign material remaining in the device was attributed to incomplete reprocessing due to a leak in the air/water channel. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) sections gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection gif/cf/pcf-290 series operation manual 3.8 inspection of the endoscopic system:¿ nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated and customer allegation was not confirmed. There were few additional findings during device evaluation. The light cover glass and optical cover glass was chipped and adhesive was worn out. Leakage was noted and angulation in the up and left direction failed to meet specification. The distal end cap was worn out. The insertion tube protector was split and the control body side cover was damaged. The investigation is ongoing. A supplemental report will be submitted on completion of investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the cleaning brush was stuck in the channel of the gastrointestinal videoscope during reprocessing. The original procedure was completed with the same device. There were no reports of patient harm associated with the event. The device was returned to olympus. Upon evaluation, a white crystallized contamination believed to be a simethicone type product was evident within the air/water channels. This report is being submitted to capture the reportable malfunction found during evaluation.